Event description:
It was reported that a lead warning was received indicating there was low impedance with this right ventricular (rv) epicardial lead. It was also noted that r waves had diminished and undersensing and oversensing was observed. The patient will be brought into the office to assess lead integrity. Additional information was received that per the physician, the rv lead issue is not significant as the patient only requires pacing in the atrium. No changes were made to the device system. The patient will be moving and will transition to a new cardiologist closer to their new home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B(4).